Manufacturer narrative:
Due to character restrictions in block e1 site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery does not charge. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the power management is replaced, software is updated and functional tests are performed. Equipment suitable for clinical use.